Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Issue resolved at time of the event. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that while loading a scan onto the site's navigation system, the monitor screen went half black and half flickering with the cursor became unresponsive. When the navigation system was re-booted, issue was resolved. There was no patient present when this issue was identified.